Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Name of reporter: (B)(6). Hospital name: (B)(6) centre. Hospital town: (B)(6). Product name: corail neck segments. Did the event happen during a procedure? No. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? The o- rings were removed because they were concerned debris might caught behind them. Neck segments still perfectly usable without the o-rings. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Has the reporter facility indicated there may be legal action? No is the product available for return? No.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary no device was returned. No further actions identified. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.